Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath. It was also noted that the clip assembly detached from the bushing but attached to the control wire with evidence of soft deploy. Microscopic examination was performed, and the locking tabs are slightly opened. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had both sides slightly opened, consequently, the root cause of the clip assembly detachment. Most likely during the device handling prior/during the procedure, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there was not enough subjection between the clip and the bushing, causing the reported failure on the device. Additionally, the device returned without the outer sheath and does not have enough evidence to clarify the absence of this component. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.